Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to the fisher & paykel healthcare (f&p) service centre in (B)(4) where it was inspected by a trained f&p service technician. The unit was serviced and performance tested. Our investigation is based on the information provided by the f&p service technician. Results: performance testing of the complaint mr850 respiratory humidifier revealed that the audible alarm was not functioning. Conclusion: we are unable to determine the cause of the reported event. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual states that "all servicing procedures shall be followed by a humidifier functional test and an electrical safety test, to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in (B)(6) requested servicing for a mr850 respiratory humidifier required repair. Upon device servicing at the fisher & paykel healthcare (f&p) regional office in (B)(4), it was discovered that the audible alarm of the mr850 respiratory humidifier was not working. There was no patient involvement.